Event description:
It was reported that during a clinic visit the atrial and ventricular leads exhibited high thresholds. No actions were taken, and the leads remain in use. The patient will be monitored closely. No patient complications have been reported as a result of this event. This patient is a participant in the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).